Event description:
It was reported that patient underwent a revision surgery due to being unstable in right total hip, leading to revision with exchange of liner and femoral head.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation.